Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain. The additional symptom of diarrhea can be attributed to the preexisting gi infection. It is well established pd patients are at high risk for infections of the peritoneum. The patient¿s peritonitis can be directly attributed to intra-abdominal sources involving a preexisting gi infection. Though a less common cause of peritonitis, transmigration of bowel flora from an unrelated intra-abdominal infection is a known source of peritonitis. This is further evidenced by symptoms of a gi infection that preexisted the onset of peritonitis symptoms. Therefore, the liberty select cycler and liberty cycler set can be excluded as the root cause of this infection. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient went to the hospital due to peritonitis. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized following symptoms of abdominal pain, diarrhea and cloudy peritoneal effluent fluid. Laboratory specimens obtained in the hospital (date unknown) were not reported to the outpatient clinic so culture growth with white blood cell counts were unknown. The patient was diagnosed with peritonitis due to intra-abdominal sources involving a preexisting gastrointestinal (gi) infection. The nature of the gi infection was unknown, yet it was reported the patient experienced diarrhea prior to the symptoms of peritonitis. The patient was prescribed intraperitoneal ceftazidime at 2000 mg every day for two weeks. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) during this admission. The patient was discharged to home on (B)(6) 2021. It was confirmed the patient¿s gi infection, peritonitis and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient went to the hospital due to peritonitis. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized following symptoms of abdominal pain, diarrhea and cloudy peritoneal effluent fluid. Laboratory specimens obtained in the hospital (date unknown) were not reported to the outpatient clinic so culture growth with white blood cell counts were unknown. The patient was diagnosed with peritonitis due to intra-abdominal sources involving a preexisting gastrointestinal (gi) infection. The nature of the gi infection was unknown, yet it was reported the patient experienced diarrhea prior to the symptoms of peritonitis. The patient was prescribed intraperitoneal ceftazidime at 2000 mg every day for two weeks. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) during this admission. The patient was discharged to home on (B)(6) 2021. It was confirmed the patient¿s gi infection, peritonitis and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s).